Event description:
The customer reported the ventilator is not holding oxygen pressure. There was no patient involvement. The customer spoke with a remote service engineer to obtain the part number for a replacement oxygen (o2) fitting. The customer replaced the o2 fitting, and the issue was resolved. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
Upon further investigation, the customer experienced a leak test failure during performance verification testing. Therefore this complaint no longer meets reportability requirements.